Event description:
Rv lead fracture with greater than 2500 pacing impedance with no capture unipolar/bipolar at highest output. Subclavian vein was blocked upon seeing venogram, physician elected to place leadless pacemaker. Pacemaker system left in place (unusable) with vvi 30 lowest output set. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.